Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated a fluid leak was noticed during a pd therapy treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient reported fluid was noticed in the cassette door after treatment was completed, and no damage to the cassette was noted. Per pdrn the exact date of the event was not known, but stated it likely occurred a day or two prior from (B)(6) 2017. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated a fluid leak was noticed during a pd therapy treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient reported fluid was noticed in the cassette door after treatment was completed, and no damage to the cassette was noted. Per pdrn the exact date of the event was not known, but stated it likely occurred a day or two prior from (B)(6) 2017. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.